Event description:
Event description guidant received information that this atrial lead had an impedance greater than 2500 ohms. This was noted during a device follow-up. During a procedure to replace the lead, when the doctor attempted to unwind the helix, the x-ray indicated the helix had not retracted. The lead was then cut and replaced because it could not be removed. The proximal segment was removed to be returned for testing. There is concern that the suturing to place the lead had fractured the lead.